Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge or boot due to perpetually rebooting. Functional testing and manual drop test was unable to perform due to perpetually rebooting open receiver, detached ui pcba, and retrieve the receiver download. Open receiver to check speaker: passed resistance check at 7.4 ohms. The receiver log was reviewed and show no issues related to customer complaint. The reported event of no audio output was undetermined. A root cause could not be determined.